Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: they do not know where it went /they couldn't find the l coil") and pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2014, 80 days before insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("complication at the time of insertion-it took longer than normal to insert in the l side"). The patient was treated with surgery (removal of essure device and btl with fulguration) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and complication of device insertion outcome was unknown and the pelvic pain had resolved. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Current weight 200 lbs. She had hysterosalpingogram which shows unilateral occlusion (right tube occluded), couldn't find the l coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Reporters added and updated patient demographics. Concomitant disease and laboratory data were added. On (B)(6) 2013, she implanted essure (previously reported as 2014). Added suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: they do not know where it went / they couldn't find the l coil, dysmenorrhea (cramping), weight gain and complication at the time of insertion-it took longer than normal to insert in the l side. On (B)(6) 2014, she explanted essure (previously reported as mar-2014). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.